Event description:
The pt reported experiencing elevated blood glucose since (B)(6) 2010, despite bolusing through the infusion device. She injected insulin via pen to lower her blood glucose. She was hospitalized on (B)(6) 2010, and for one week in (B)(6) 2010, with elevated blood glucose of 780 mg/dl. She received infusion device training while hospitalized. The pt believes the infusion device delivers too little insulin. No further info is available. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.